Event description:
The customer reported a recurrent "system failure cycle power" message.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.